Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was not returned to olympus for inspection. The customer contacted olympus technical assistance support (tac). The customer requested set up with provation. Technical assistance center (tac) on processor in peripheral settings set the digital file type to remote and cv interface tryp to not connected and in user settings turned release 1 to digital file to on. Loaded a test case in provation. Images still aren't being released to provation via scope switch. Contact advised closing the case at this time. Troubleshooting was not able to resolve the reported allegation. Based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the video system center had no image during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.